Manufacturer narrative:
The reported complaint that "the autopulse platform (sn 21521) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not being at "home" position, most likely attributed to unintended user error. The reported complaint that "the handle of the platform's black cover was broken off" was confirmed during visual inspection. A large section from the handle of the front enclosure was broken and missing, attributed to user mishandling such as a drop. The front enclosure will be replaced to remedy the problem. Further visual inspection revealed that the top cover, bottom enclosure, and battery lock were damaged, unrelated to the reported complaints. Based on the photos provided by the zoll service team, the top cover was heavily scratched with several large cracks and breakages on the corners of the platform. Also, the bottom enclosure was scratched and chipped at multiple locations, and the battery lock was bent. These observed physical damages appeared to be characteristic of harsh impacts due to user mishandling. The damaged parts will be replaced to address the issues. The archive data review indicated multiple ua45 advisory messages, confirming the reported complaint. According to the archive, the autopulse platform displayed a ua45 advisory message on each power-up on (B)(6) 2023. The platform had not been powered on since that date, and the ua45 error had not been cleared before the customer sent the platform to zoll for evaluation. During functional testing, ua45 advisory message was displayed upon powering up the platform, confirming the reported complaint. The platform's driveshaft was rotated to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 6 minutes, and the platform passed the test without any fault or error. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). The ua45 advisory message was not cleared. The customer also reported that the handle of the platform's black cover was broken off. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.